Manufacturer narrative:
Per tandem's user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 200 units of insulin. Reportedly, the customer had added or removed insulin outside of the load sequence to the cartridge. The customer's blood glucose level was not impacted by the inaccurate fill estimate issue.